Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered four shocks over a three-day period. The first and last shocks had high out-of-range (oor) measurements of over 145 ohms indicating an open lead condition. This resulted in the issuance of a code 1005 by the device. Previously, an alert generated by remote patient monitoring indicating high oor shock lead impedance (sli). A boston scientific technical services consultant discussed that the lead may not be able to deliver energy. This ICD and rv lead remain in service. No adverse patient effects were reported.